Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2012. During the procedure, as the surgeon was trying to insert the tibial bearing trial, the bearing fractured. The fractured piece was removed from the patient's wound and the procedure was completed without significant delay.

Manufacturer narrative:
Review of returned device shows that bearing trial exhibits both indentations and a fracture, but it is unknown if the indentations and fracture occurred at the same time. It is conceivable that user techniques and tool impact forces that created the indentations could have eventually contributed to the fracture. There are strong visual signs that the trial bearing was forced into spaces between the femoral and tibial tray that were too narrow to accommodate it.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.